Manufacturer narrative:
A follow-up report shall be submitted upon completion of the investigation for this event.

Event description:
While positioning the product through an 8fr guide wire catheter, the stent needed to be removed. In doing so, the ptfe was sheared off and embolized the top pole of the kidney. Device was discarded. Drugs were used to stabilize the pt's blood pressure. Pt was notably better the following morning.